Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The consumer reported that the patient there was lead insertion difficulty during the procedure on (B)(6) 2016. The patient's family member was told there was a frayed wire, so they closed the patient up with sutures. The implant procedure was abandoned and nothing ended up being implanted. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016 to discuss if the patient wanted to proceed with implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.